Event description:
It was reported that the bd secondary administration set broke and spilled all over. The following information was provided by the initial reporter: took opdivo out of bag from pharmacy. Tubing broke just below the chamber and spilled all over me and the floor.

Manufacturer narrative:
Investigation summary: a complaint of tubing breaking below the drip chamber was received from the customer. A photo was provided, where the drip chamber is seen to be separated from the rest of the set. The customer complaint was confirmed. A device history record review for model 10013364t lot number 22079388 was performed. The search showed that a total of 12,303 units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received a definitive root cause could not be determined. A probable root cause for this defect is an insufficient amount of solvent being added to the drip chamber and tubing connection site. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.